Manufacturer narrative:
The device was returned olympus; however, an evaluation has not yet taken place and the investigation is still ongoing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd autoclavable camera head was not producing an image during procedure preparation. According to the initial reporter, an error code was present, but he could not confirm which one. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated. Based on the results of the investigation, lines appeared on the image due to a cable shortage. A kink on the cable was present, and the connector tip was smashed. The error code was not confirmed. However, the definitive root cause of the cable shortage could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information from the legal manufacturer's final investigation. The following information is stated in the instructions for use which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Event description:
Additional information was received from the initial reporter noting that the intended procedure type was unknown. However, he was able to confirm that the subject device was replaced with another unit to complete the case. The patient had not even entered the room for the procedure when the event occurred.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5, e2, & e3. Should further information be provided, another supplemental report will be submitted.